Manufacturer narrative:
The complaint device is not being returned, and is therefore, unavailable for a physical eval. The rep stated that the surgeon was attempting to mobilize the retracted cuff, which took extreme force . The anchor has approx a 65 lb per square inch pull-out strength. We hypothesize that the force required to mobilize the tissue may have been greater than this limit. Therefore, we believe this to be a user technique issue. The rep stated that the cuff was too retracted and immobile to be repaired and that he believed that the surgeon would have needed to convert to a mini-open repair regardless of the anchors/suture breaking to access the retracted tissue. We are filing an MDR to document this event. No further action is warranted at this time.

Event description:
The rep is reporting that surgeon was performing a single row arthroscopic rcr in 2007. The rotator cuff tear was old, the rep approximates 1 yr, and the cuff was very immobile and retracted. The surgeon attempted to place two spiralok anchors, the first broke after insertion when attempting to mobilize the cuff with the suture. The second anchor broke during insertion. A third anchor was placed, a 6.5mm fastin rc, and the suture broke as the surgeon was again attempting to mobilize the cuff. The surgeon converted to an attempted mini-open repair. He decided that the cuff was not repairable because he was unable to mobilize the cuff even with traction sutures. (See also associated mdrs 1221934-2007-00072 and 1221934-2007-00073).